Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd pegasus¿ safety closed IV catheter system there was an issue with leakage. It was stated ¿the nurse found blood leaked from the connection part between catheter and adapter after punctured. The nurse's hands touched blood without gloves. Patient¿s blood will be tested next week and will feedback.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
A sample was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided. The catheter tubing of the returned sample contained several small splits. The batch record also was reviewed, no related abnormalities were found. The root cause for this complaint is most likely an abnormality in the raw material coming from our supplier. Bd is continuing to track and trend for this issue, as well as increase vigilance in raw material inspection.